Event description:
During an initial implant procedure on (B)(6)2024, it was reported that the right atrial (ra) lead had dislodged. This was noticed via fluoroscopy. The physician did not trust the ra lead and decided to replace it. A new ra lead was successfully implanted. There were no consequences to the patient and the patient left in stable condition.